Event description:
A report was received that the electrode shaft was separated from the hub and not returned for analysis. The root cause of the failure was found to be excessive external mechanical force placed upon the shaft, which led to the complete separation of the shaft from the hub.